Event description:
Procedure: unk. Reportedly, the cord was laying across patient and was attached to a kelly clamp. The clamp was laying across the patient's thigh and during the course of use, the patient was burned. Severity of burn and current patient status is unknown. Note: attempts have been made to contact the facility and the initial reporter for additional information. To date no additional information has been supplied.